Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The returned device was evaluated at olympus repair center china site. Inspection found the pc card board is defective and cannot be read from the pc board, pip function was found abnormal. Deficiency in sdp output was observed and failure of dp board was noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the device has been in use for more than 9 years since it was manufactured, it was presumed that the video connector receiver worn out or deteriorated due to repeated use for a long period of time. This loosens the video connector receiver, resulting in unstable electrical contact and it was presumed that the image failure occurred. The device has been used for more than 9 years since it was manufactured, it was presumed that the device on the dp board deteriorated due to age and broke down due to repeated use for a long period of time. Therefore it was presumed that there is no rgb output. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user found that the endoscopic image was flickered or not displayed due to a bad connection of the video interface. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.